Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. Device replacement was planned for a date in the future. This product remains implanted and in service. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the device was explanted and replaced and the device header was noted to be separated from the device case upon removal from the pocket. It was noted that no remarkable handling was undertaken, no instruments or clamps were used and the device was not implanted sub-pectoral.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device confirmed the header was completely separated from the device case. The battery voltage was lower than expected, but still supported full device function. Review of the device memory indicated that a voltage alert was recorded. Additionally, daily measurements were within normal range until the date of explant. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device¿s battery. Normal device measurements indicate that although the header may have been loose, all header wires were intact while this device was implanted. Low voltage capacitors are used in the device¿s high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
--